Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level value not provided. Reportedly, customer accidently initiated an 8 units bolus instead of 3 units which caused them to go low. Reportedly customer called 911 for assistance however; customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.